Manufacturer narrative:
The error #9 occurred because the motor encoder output pulse was intermittent.

Event description:
Delay in therapy reported. The pump was in home use to infuse 860mg of a chemotherapeutic (5fu) over 24 hrs at 2ml/hr with a container volume of 55ml. The pt reported that the device gave an error 9 code at 5:40am. The error code could not be resolved with troubleshooting. The pt discontinued the infusion. A replacement pump was available approx 4 hrs later. The chemotherapy was resumed at that time without incident.